Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during basal. Customer's blood glucose at time of incident was 286 mg/dl. The customer was assisted in performing a 5.0 unit fixed prime. Customer stated insulin did not exit but pump did not give the no delivery alarm. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery with manual prime. The customer was advised the pump is working as designed. The customer was advised the alarm was caused by a connection issue. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 444 mg/dl. The customer stated the pump dropped while he was sleeping and disconnected at quick release and was not getting any insulin while he was sleeping. The customer blood glucose is now about 286 mg/dl.